Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph for the device related to the reported event of deflation/rupture was reviewed. The patch information is not visible in the photo. Visual analysis of the photographs identified a crease fold. Due to the impossibility to perform a further analysis via device analysis through photographs, it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.